Event description:
It was reported that six months post implant of a realize gastric band, on the third or fourth fill, no fluid could be withdrawn from the port. Under fluoroscopy it was detected that the tubing detached from the port. The strain relief was still on the port. The surgeon made a new incision and cut the tubing and reconnected the tubing to the port. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.device remains implanted.